Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak inside the lh 500 hematology analyzer. The volume of the leak was not specified but the customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye protection and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed that the tubing from fitting ff107 to ff124 through pinch valve pv37 was worn. The fse replaced the tubing and repair was verified per established procedures. Pinch valve pv37 provides pressurized diluent from the sheath tank to manifold, mf11 and also provides vacuum and cleaner to pump pm10.